Manufacturer narrative:
Pump received with extremely scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It is reported that the customer had high blood glucose levels of 195 mg/dl. The customer reported a badly scratched display on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.